Event description:
The j retention wire was explanted due to a report of fracture with protrusion through the outer polyurethane insulation. The lead body remains implanted and is functioning appropriately. Explant method: intravascular, superior, femoral technique/tools: not provided. No complications.

Manufacturer narrative:
No lead body was received. Only the j stiffener wire was received. The j stiffener wire measures approx. 56mm. It appears that approx. 32mm of the j stiffener wire was not received with all recorded measurements adding up to approx. 56mm. A fracture with a missing segment of j retention wire is detected. Sem analysis is pending.